Event description:
It was reported that the pt's vns indicated high impedance at a recent office visit and the pt was being referred for vns lead and generator replacement. The pt recently had her generator replaced on (B)(6) 2011 at which time the lead impedance was normal. X-rays have been received and reviewed by the MFR however no anomalies were observed that could be the cause of the high impedance. Surgery to replace the pt's lead is likely. Attempts for further info are in progress. No adverse events have been reported.

Event description:
Additional information was received indicating the patient is now experiencing an increase in seizures as a result of the high impedance. The relationship of the increased seizures to the pre-vns baseline seizure frequency is unknown. The patient was previously not experiencing any adverse events and held off on referring for replacement but now that the patient is experiencing an increase in seizures, the patient is being referred for replacement.

Event description:
Additional information was received from the neurologist indicating that no trauma or manipulation was believed to have contributed to the high impedance. The neurologist was unable to indicate if the patient's surgery to correct the high impedance had been scheduled or had occurred.

Event description:
Follow-up with the physician on (B)(6) 2012 indicated that the relation of the patient's seizure to baseline was unknown. The increase in seizures was first observed after implant. The lead impedance was high, and the vns was not on. Interventions were reportedly taken (unspecified); however, the patient had not followed up since implant.